Manufacturer narrative:
A non-medtronic balloon catheter was connected to the everest. A stopcock was used to connect the everest and the balloon. The balloon did not burst as a result of the event. No patient injury as a result of the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An everest inflation was used during a procedure. No damage had been noted to the device packaging. The device was removed from packaging per IFU with no issues noted. The device was inspected and prepped per IFU with no issues noted. During balloon inflation, when using an everest inflation device, when pressure over 20 atm was applied, the needle of the gauge suddenly did not move.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: as received the gauge needle was at 0 atm. The everest syringe body, tube and lure rotator/connector all appear undamaged and without defect. Closer visual inspection to the gauge detected no damage. During testing while using an in-house stopcock, the everest was pressurized resulting in the needle moving slowly under initial pressurization. During testing water was seen dripping from the device, a severe leak through cracks on the syringe body was detected. No hesitations on the needle were detected during pressure testing. The plunger was pulled back and the needle showed movement to return to red. The device was pressurized turning the plunger rapidly with the needle moving flawlessly up and down the dial without needle movement issues. The devise failed to maintain pressure due to the leak detected due to a crack on the syringe body. If information is provided in the future, a supplemental report will be issued.